Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lv lead has been turned off for years and the reason is unknown. It is speculated that it was due to high capture thresholds or no capture. The patient is asymptomatic. The lead was explanted and replaced. Patient¿s condition was stable.